Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.